Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during patient monitoring their device recommended a shock advised despite the patient being in asystole for a long period of time. The device successfully delivered one shock and patient remained in asystole during the remainder of the call. The patient, a (B)(6) male, did not survive the event. The customer, a health care provider, advised that he does not believe that the device use contributed to patient outcome because the patient was in asystole throughout the event.

Event description:
The customer contacted physio-control to report that during patient monitoring their device recommended a shock advised despite the patient being in asystole for a long period of time. The device successfully delivered one shock and patient remained in asystole during the remainder of the call. The patient, a 62 year-old male, did not survive the event. The customer, a health care provider, advised that he does not believe that the device use contributed to patient outcome because the patient was in asystole throughout the event.

Manufacturer narrative:
The customer later advised physio-control that they were unsure if this device experience the reported issue or if it occurred with a different device. The customer declined to have this device evaluated by physio-control. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by physio-control